Event description:
The customer reported that they believed the charge time during a resuscitation effort seemed longer than usual, and that this may have contributed to a nurse receiving a shock.

Manufacturer narrative:
The users stated that they pushed the shock button 2 or 3 times. No adverse impact was reported. The device passed all testing done after this event. Philips review of the event strip shows that the time from the initiation to charge to the delivery of energy is about 6.5 seconds. The mrx IFU, in the specifications and safety chapter, states that the charging time for the mrx defibrillator varies from 5 to 25 seconds in manual mode depending on the power source. The source of power used at the time of the event was not able to be determined during our investigation. Note that once the device is charged, there is an audible alert that is continuous until the energy is delivered (charge done tone). Additionally, the #3 shock button illuminates its orange color and the amount of charged energy remains shown on the display until the energy is delivered. Each of these features is a mitigation to the user touching the pt while energy is still charged within the device. The available info does not support that a malfunction of the device occurred. We are considering this a user misunderstanding regarding charge time.